Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2012-08419. It was reported that one of the off-label leads had eroded through the patient's skin. The lead was re-implanted and resolved the issue. No further information is available at this time.